Manufacturer narrative:
H3:product analysis: no evaluation was performed, as the device was not returned due the product was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the mastidectomy, suddenly broke during the use. No patient impact reported. It was also reported that there was no intervention planned, no damaged piece remained in the patient's body, and there was 10 mins delay in procedure. The procedure was completed with backup product(s). On follow-up it was reported that there was no patient or staff impact.